Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed test failure at 10:01 a.m. And counted down. The insulin pump rewound. The customer was advised to monitor the insulin pump. Customer's blood glucose level was not reported. The device was not returned.